Event description:
It was reported that coil fracture occurred. The target lesion was located in the celiac trunk aneurysm. A 14mm x 30cm 2d interlock coil was selected for treatment. During the procedure, an obvious resistance was felt when advancing the coil. Upon withdrawal, there was also resistance, and the body of coil was found fractured inside the catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection confirmed that only the introducer sheath was returned. No damaged were observed in the section returned. Functional inspection could not be performed due only the introducer sheath was returned. Based on the evidence, the reported allegation of main coil difficulty advancing and withdrawal from the catheter was confirmed, since there were no damages found during product inspection could have contributed to the reported issue.

Event description:
It was reported that coil fracture occurred. The target lesion was located in the celiac trunk aneurysm. A 14mm x 30cm 2d interlock coil was selected for treatment. During the procedure, an obvious resistance was felt when advancing the coil. Upon withdrawal, there was also resistance, and the body of coil was found fractured inside the catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.